Event description:
It was reported to philips that the system did not boot up successfully. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The remote service engineer (rse) identified the system was not booting up properly. The philips field service engineer (fse) went onsite and identified that the system software was corrupted. The fse reloaded the software from scratch and reconfigured the system. Following the software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.